Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06apr2020.

Event description:
It was reported that during service, the ventilator locked up and had no user input functionality after being turned on. The fse (field service engineer) reported that the ventilator was functional but it could not be turned off with the power button, the screen did not respond to touch, and the navigation ring was also affected. There was no patient involvement. The ventilator's diagnostic report shows error codes that indicate a 35 volt failure.

Manufacturer narrative:
G4: 13apr2020. B4: 17apr2020. The customer reported that replacing the power management printed circuit board assembly (pm pcba) resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.